Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for between 4 and 24 hours at the time medical attention was sought. The reason for seeking medical attention was due to an issue with the pod, specifically a failure to connect with the sensor, resulting in elevated blood glucose levels of 1,500 mg/dl. Symptoms included extreme vomiting, sweating, severe abdominal pain, bloating, persistent nausea as well as anxiety and blood from the throat. Diagnosis was diabetic ketoacidosis. Treatment included intravenous fluids and three unspecified medications. The pod was discarded by the medical staff. Patient was discharged after a five day stay and reported of feeling well at the time of the follow-up. Dexcom have been notified.